Event description:
A nurse at the user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The damage was noted after the iol was insterted into the eye. The incision was enlarged to facilitate removal of the damaged iol.